Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced foggy/poor vision and glowing vision. The iol was exchanged following 337 days from the initial procedure for a non-company lens in a secondary procedure. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).